Event description:
Same case as MFR report #2134265-2008-00858. It was reported that following a coronary artery drug eluting stenting treatment procedure, sub acute thrombosis occurred. The initial procedure was emergent due to myocardial infarction (mi). The target lesion was in the proximal right coronary artery (rca). A mach 1 7f fr4sh guide catheter was engaged, a non-bsc guidewire crossed the lesion. The lesion was predilated with 2.5 x 15mm apex balloon catheter. A 2.5 x 16mm taxus express2 drug eluting stent was advanced, but was unable to cross the lesion. The guidewire was exchanged to a non-bsc guidewire. The lesion was predilated again with the 2.5 x 15mm apex balloon. The 2.5 x 16mm taxus express2 des was readvanced and implanted in the proximal rca. A 2.5 x 20mm taxus express2 des was implanted in the mid rca, overlapping the 2.5x16mm taxus express2 des. The overlapped portion was post dilated with the 2.5x20mm taxus express2 des stent delivery balloon. The devices were considered to be well apposed with no dissection and optimal blood flow noted. Six days later, the pt experienced chest pain with his electrocardiogram showing st-segment elevation in leads ii, iii, and avf. Angiography detected thombosis inside the 2.5x20mm taxus express2 des. The thrombosis was aspirated with a non-bsc aspiration catheter. Intravascular ultrasound (ivus) was performed and determined the vessel to be 3.5mm. (During the initial procedure, the vessel was estimated at 2.5mm.) The stent was dilated with a 3.0x8mm apex balloon catheter 6 times. A 3.5x15mm quantum maverick balloon catheter was advanced but could not adequately cross. The area was dilated with a 3.5x10mm non-bsc balloon catheter. The 3.5x15mm quantum maverick was readvanced and used to dilate the lesion. A 58% stenosed lesion was found in the mid to distal rca. A 3.5x15mm quantum maverick was used to predilate the lesion and a 3.5x16mm taxus express2 des was implanted in the mid rca. A 3.5x12mm taxus express2 des was implanted in the distal rca overlapping the 3.5x16mm taxus express2 des. There were no add'l complications reported with the pt's current condition listed as "good, fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.